Manufacturer narrative:
A partial lead was returned in three segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to a pacing lead impedance anomaly. The patient was stable post procedure.